Manufacturer narrative:
Date recv'd by MFR: 13apr2020. This report was submitted in error. This issue is not reportable. During preventive maintenance the field service engineer (fse) noticed that battery needs to be replaced , no allegation of failure or defectiveness. This is not considered a complaint, the customer requested periodic maintenance. There is no allegation of the device not meeting its performance specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
The customer reported a battery replacement during (pm) preventive maintenance. There was no patient involvement.